Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching and blue recovery screen was coming up again. A field service engineer (fse) addressed an issue where the anaesthesia station displayed a blue repair screen intermittently. The fse replaced the hard drive, re-imaged the system, and rebooted the station, but the blue screen reappeared, indicating system configuration errors. The fse replaced the all-in-one unit and re-imaged again, then rebooted multiple times to confirm stability and issue resolved. A proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es cmor b blue recovery screen continued to appear even after maintenance had been performed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.